Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia associated with an infusion set issue involving an unintentionally dislodged set and a subsequent kinked cannula, after which insulin delivery was resumed and blood glucose decreased from 470 mg/dl to 202 mg/dl and later stabilized at 157 mg/dl. Symptoms included hyperglycemia without ketones. Outcomes included prolonged elevated glucose outside target for several hours without hospitalization or professional medical intervention, and the user did not use backup therapy. Investigation included customer interview and review of device use history with troubleshooting guidance and shipment of replacement infusion sets and connectors. Investigation of this case revealed a user-reported kinked cannula and infusion set dislodgement consistent with an infusion set malfunction and occlusion of insulin flow. It was concluded that the event was attributable to infusion set performance and use conditions, and the user plans to transition to a different infusion set type through their distributor.